Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a dispensed needle-suture of product code sxpp1b420 was received for evaluation, the swage and attachment area were noted to be as expected and the sutures were examined along of the strand and some barbs present damaged. The condition of the suture received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that two needle-suture pieces of product code sxpp1b420 were received for evaluation, the swage and attachment area were noted to be as expected and the sutures were examined along of the strand and some barbs present damaged and body fluids. In addition, the loop suture was cut appears to be by use of a surgical instrument. The condition of the suture received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device evaluation pending. Additional information was requested and the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? No change in post op care. Was there any adverse consequence associated with the patient? No. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2021 and barbed suture was used. During the procedure, while the surgeon was closing the opening of the stoma, the stratafix didn¿t worked properly, the spiral in the body of the suture were not grasping enough tissue and at the end of the second closing passage the suture just reopened partially. No adverse patient consequences were reported. Additional information was requested.